Event description:
Customer reported an incident of hypoglycemia requiring professional medical treatment at a time when he attempted, but was unable to use the aviva system due to error within specifications. During troubleshooting, the customer reported missing/darkened segments on the screen display of the aviva system. A request was made for the return of the system and a replacement was sent.